Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with alerts for non-sustained lead noise via a merlin.net transmission. Upon review of the stored egm, noise was confirmed. Low r-wave sensing was also observed. Patient will be monitored.